Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this lead experienced multiple syncopal episodes. Device interrogations were performed and normal operation was noted. An x-ray was performed that was also noted to be normal. The patient was placed on a holter monitor where loss of capture (loc) with asystole of up to six seconds was observed. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. The device has been returned for analysis.